Event description:
Event description boston scientific received information that this chronic atrial lead was surgically abandoned and replaced due to intermittent high impedance measurments. It was confirmed that the lead had fractured. A new lead was successfully implanted.